Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 09-jun-2022, the infusion set was detached leading to increase blood glucose level (unknown) of the patient. Moreover, the insertion site was back of patient's left arm and the expiration date of the infusion set is 01-jun-2023. No further information was available.